Event description:
Report received indicated a crack in the hub. During the angioplasty procedure, the stent delivery system (sds) was advanced and positioned at the lesion site for stent deployment. Thereafter attempts were made to inflate the balloon; however, the balloon would not inflate. Subsequently, the hub was checked and a crack noted. The device was retrieved and a new device was used to carry out the procedure. There were no adverse pt consequences. Additional information has not been provided in response to request for patient-vessel and procedure specific information.

Manufacturer narrative:
This product will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.